Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the lead found the inner coil was over-torqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism was due to the helix being clogged with blood and tissue and over-torque of the inner coil.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During revision, the helix of the rv lead failed to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.